Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. An right ventricular (rv) lead polarity was noted switch due to out of range bipolar lead impedance. Intermittent ventricular over sensing was also noted on recorded ventricular high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.